Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported, "inflammatory processes have occurred during the use of this PICC, including several different batches. Presence of phlogistic signs in the catheter pathway in the first few days after insertion in the nb. Additional information received 18 january 2024: yes, there was damage to the patients who used this material. Presence of phlogistic signs in the catheter path in the first few days after insertion in the newborn, causing phlebitis. The PICC had to be removed and changed. Impatient stays were prolonged for some of these patients. The procedures are carried out exclusively by nurses who have been trained by the institution to carry out this procedure. A specific number of affected patients or devices was not provided by the complainant.

Event description:
It was reported by the customer inflammatory process occurred during use of the PICC. Presence of phlogistic signs in the catheter pathway in the first few days after insertion in the newborn patient. Received 18jan2024 it was reported by the customer event caused phlebitis. The PICC had to be removed. Patient required up to three PICC changes. Impatient stay was prolonged for the patient. There was no exposure to blood or chemotherapy to the mucous membranes of either the patient or the healthcare professional. Additional information received feb 15 2024 the patient involved in this complaint was admitted to the neonatal ICU, i.e. Patient was already in serious condition and taking medication. It should be noted that phlebitis contributed to prolonged hospitalization, but as the patient already had severe conditions, it is not possible to measure the if the hospitalization was prolonged exclusively due to the use of this material. The medicines in use were reviewed, the processes were reviewed and no faults were identified.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of phlebitis could not be confirmed. The product returned for evaluation was one sealed 2fr sl per-q-cath kit. The catheter was functionally tested by performing a leak test through the catheter luer using water and a 12ml luer lok syringe. No leaks were identified during testing. The catheter was microscopically inspected but no anomalies were identified. No potential cause for patient phlebitis was observed on the device. Based on the available evidence, the customer's reported defect could not be confirmed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "inflammatory processes have occurred during the use of this PICC, including several different batches. Presence of phlogistic signs in the catheter pathway in the first few days after insertion in the nb. Additional information received 18 january 2024: yes, there was damage to the patients who used this material. Presence of phlogistic signs in the catheter path in the first few days after insertion in the newborn, causing phlebitis. The PICC had to be removed and changed. Impatient stays were prolonged for some of these patients. The procedures are carried out exclusively by nurses who have been trained by the institution to carry out this procedure. A specific number of affected patients or devices was not provided by the complainant. Additional information received feb 15 2024 the patients involved in these complaints were admitted to the neonatal ICU, i.e. Patients who were already in serious condition and taking medication. The team noted the presence of phlogistic signs in the catheter pathway in the first few days after insertion, causing phlebitis. The PICC had to be removed. Some patients required up to three PICC changes. It should be noted that phlebitis contributed to prolonged hospitalization, but as the patients already had severe conditions, it is not possible to measure the patients whose hospitalization was prolonged exclusively due to the use of this material. The medicines in use were reviewed, the processes were reviewed and no faults were identified. As the patients already had serious conditions, it is not possible to measure the patients in whom the prolongation of hospitalization occurred exclusively due to the use of this material.